Manufacturer narrative:
Background information: quickie q300m owner's manual, rev. B page 10, section 5.0 states: "danger!" Be aware that you may need to adjust the controller (joystick) settings of your system. Check and adjust the settings every six to twelve months. Consult your authorized dealer to adjust the control settings immediately if you notice any change in your ability to: 1. Control the joystick 2. Hold your torso erect 3. Avoid running into objects. Section 5.1 "checking wheelchair before use" states: perform the following daily check routine before driving. Section 5.3: driving the wheelchair states: if in any doubt, do not risk crossing the road until you are certain that it is safe. Always cross the road as quickly as possible, there may be other traffic. Do not drive over anything that could cause punctures in the tires. Ensure that there are no objects in your path that could possibly become lodged in your chair mechanism or in the spokes of the rear wheels. This could cause the chair to come to a sudden stop. Riding over drains or grids could cause the wheelchair castors or wheels to become lodged, causing the chair to come to a sudden stop. Quickie q300m owner's manual, rev. B, page 21 states: "warning!" If you are in any doubt about the performance requirements of your wheelchair, contact your sunrise medical authorized dealer. After performing any maintenance or repairs on the wheelchair you must make sure that it is functioning correctly before it is used. Quickie q300m owner's manual, rev. B, page 22 states: "warning!" If you are in any doubt about the performance requirements of your wheelchair, contact your sunrise medical authorized dealer. After performing any maintenance or repairs on the wheelchair you must make sure that it is functioning correctly before it is used. A complete inspection, safety check and service should be made by a sunrise medical authorized dealer at least once per year. Discussion: in reviewing the complaint, per phone call from the dealer, jon, the user claims that on saturday, 5/3, while crossing a cross walk, the user's footplate was extremely low to the floor and hit a road reflector. The chair tipped on its right side causing an injury. Per the user, the injuries were to the head (resulting in 5 stitches), a torn right-side acl, right side torn ligament in the right knee and an injury to the right tibia. Per the user, there were no environmental factors that caused the chair to fall over. The user was taken to the ER on saturday. Per the user, they were also seen by their orthopedic dr on the day of the report to sunrise. There is no indication at this time of the chair being returned to sunrise. The results of an investigation are pending to determine additional contributing factors to this injury as the chair is not available to sunrise medical to perform additional testing and evaluation of the device at this time. Conclusion: based on the information in the complaint, it would indicate that the footplate of the chair was adjusted extremely low to the ground and hit a road reflector during operation in a crosswalk. It is most likely not a product malfunction. A DHR review for this product was conducted and no abnormalities or ncmr's related to the claim were identified in the manufacturing process. The end of line quality photographs were reviewed and confirmed to demonstrate that the height of the footplate was assembled to the specifications. The configuration of this chair did not include the "extend only" feature which would allow the user to actuate the footplate closer to the ground. The programming file for this chair was reviewed and confirmed that the chair was not programmed with "extend only" feature enabled. The most probable resultant failure mode would be, rule-based user error from user misuse, neglect or improper maintenance, which is a known issue identified as a part of risk management. It is possible the end user or service center adjusted the positioning of the footplate from the position configured during assembly, which could have caused instability, making the chair more likely to tip over.

Event description:
Per phone call from the dealer, (B)(6), the user claims that on saturday, 5/3, while crossing a cross walk, the user's footplate was extremely low to the floor and hit a road reflector. The chair tipped on its right side causing an injury. Per the user, the injuries were to the head (resulting in 5 stitches), a torn right-side acl, right side torn ligament in the right knee and an injury to the right tibia. Per the user, there were no environmental factors that caused the chair to fall over. The user was taken to the ER on saturday. Per the user, they were also seen by their orthopedic dr on the day of the report to sunrise medical.